Manufacturer narrative:
Updated fields - b4, d8, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they copied the logs and replaced the scroll compressor, the unit continued to alarm after testing for 45 minutes. The fse then replaced the executive processor board and calibrated helium vacuum and pressure regulators. The alarm started again after 15 minutes. The fse then replaced the drive manifold and temperature sensor. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displaying system over temperature . The pump is not inflating or deflating. Patient experiencing ventricular tachycardia during this time. Perfusion notified, immediately arrived to bedside and switched iabp console. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter : (B)(6) supplemental report will be submitted upon completion of our investigation.